Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During use, it became stuck with a boston scientific synergy drug-eluting stent. A 25 wire was delivered, and the exit port was blocked to release it. The procedure was completed with another of the same device. There was no adverse effect on the patient.

Manufacturer narrative:
E1 initial reporter address 1: 2 (B)(6).